Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose level was 474 mg/dl at the time of incident after while blood glucose was 50's. Customer was treated with manual injection high blood glucose level. Customer stated insulin pump was not delivering insulin and piece where reservoir goes in was broken. Customer declined troubleshooting for high blood glucose level. The insulin pump and reservoir will not be returned for analysis.